Event description:
High jacket retraction forces were encountered. There was a leak noted at the end of the distal attachment system. The leak was resolved by re-ballooning the area. Successful implant.